Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error motion sensor test failure. Customer's blood glucose level was unknown. Customer also stated that the derive support cap was normal. Pump error sensor test failure reoccurred during insulin pump rewind. Customer was advised to visit emergency care. The device will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime or a33 test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery. Unable to verify e35/a35 alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.